Event description:
Reporter indicated a pt could no longer feel vns stimulation and was also having increased seizures. All attempts for further info from the reporter were unsuccessful. The pt later underwent vns generator replacement and was still unable to feel vns stimulation. The explanted generator was returned for analysis. No anomalies were noted and the generator performed per specifications. As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device. This file was found to be possibly related to a short-circuit condition.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.